Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the dose counter returned to zero at once without hearing the clicks sound and the pen did not inject the insulin [device failure]. The piston rod was completely stuck inside the mechanical part and did not move at all [device issue]. Hyperglycemia [hyperglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "the dose counter returned to zero at once without hearing the clicks sound and the pen did not inject the insulin(device failure)" with an unspecified onset date, "the piston rod was completely stuck inside the mechanical part and did not move at all(device component issue)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" beginning on 2019, and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus",mixtard 30 hm penfill (insulin human) from unknown start date and ongoing for "diabetes mellitus" (dose and frequency 50 u morning and 40 u night (5-6 years ago), a non-novo nordisk suspect product crestor (rosuvastatin calcium) from unknown start date and ongoing for "cholesterol abnormal", (dose and frequency twice daily , started two years ago). Patient's height: 172 cm. Patient's weight: (B)(6) kg. Patient's body mass index(bmi): 35.492. Current condition: diabetes mellitus, cardiac disorder, cholesterol abnormal historical drug: mixtard 50 penfill. Concomitant products included - galvus met(metformin hydrochloride, vildagliptin) tablet, orally disintegrating ongoing, antopral(pantoprazole sodium sesquihydrate) tablet, orally disintegrating ongoing, neuroton [citicoline sodium](citicoline sodium) tablet, orally disintegrating. From an unspecified date, the patient had problem in his novopen 4 which resulted him to suffer from hyperglycaemia and his blood glucose reached 500-600 mg/dl in last three months. It was reported that when the patient adjusted his insulin dose and pressed the dose button, the dose counter returned to zero at once without hearing the clicks sound and the pen did not inject the insulin. The pen training was offered. During it, the patient was asked to adjust the dose counter to 60 u many times and to press the dose button but the piston rod was completely stuck inside the mechanical part and did not move at all although he was asked to invert the mechanical party and try to make the piston rod get out of its place but it did not move at all. The patient complained that he suffered from hyperglycaemia and his random blood glucose reached 300 mg/dl and was still high during the month. The patient's random blood glucose from three days before reporting was 510 mg/dl and the day before reporting was 452 mg/dl. Patient's random blood glucose (3 days before follow-up report) was 375 mg/dl. The patient did not perform hba1c. The patient did not receive any treatment for hyperglycaemia. Novopen 4 was replaced with a new one. It was reported that the cartridge holder was attached on a right way to the mechanical part but patient did not check the insulin flow before injection. The patient did not leave the needle between injections. It was reported that dose button was moving easier and more rapid than it was at the beginning. The patient used to gently mix the insulin between hands before injection and did not depend on the clicks sound in adjusting of doses. There was recent change in patient's diet (became less in amount).needle was attached to the pen in a 180 degree angle (straight on) and insulin was stored in fridge. Batch numbers: novopen 4: cug1666. Mixtard 30 hm penfill: hr7k300. Action taken to mixtard 30 hm penfill was reported as no change. Action taken to novopen 4 was not reported. Action taken to crestor was not reported. The outcome for the event "the dose counter returned to zero at once without hearing the clicks sound and the pen did not inject the insulin(device failure)" was not reported. The outcome for the event "the piston rod was completely stuck inside the mechanical part and did not move at all(device component issue)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. Investigation result: product: novopen 4. Batch number: cug1666. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Product: mixtard 30 penfill 3 ml 100iu/ml batch number: hr7k300. The product was not returned for examination. References included: reference type: e2b company number. Reference ID#: eg-novoprod-(B)(4). Manufacturer's comment: (B)(6) 2020: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4).. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. Reporter comment: caller was asked if he is preserving the pen inside the fridge and he confirmed that but he preserved the pen today out of fridge from the early morning continued: evaluation summary- investigation result. Product: novopen 4. Batch number: cug1666. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.